Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 30mm watchman closure device was implanted. The patient was maintained on warfarin and aspirin therapy following the procedure for 45 days. Follow up transesophageal echocardiography (tee) after approximately 45 days following implant revealed no thrombus on the device or residual leak. Warfarin was stopped, and the patient was placed on clopidogrel 75mg daily in addition aspirin 81mg daily. Follow up tee at 1-year revealed stable device position, no leak or thrombus on the device. Clopidogrel was discontinued, and the patient was maintained on aspirin therapy. Two (2) years after the procedure, the patient underwent a transthoracic echocardiogram (tte) that revealed a large thrombus along the superior and lateral region of left atrium as well as the surface of the watchman device. A tee was performed that confirmed a large mass, consistent with thrombus, that appeared to originate at the center of the watchman device and extended along the wall of the left atrium. The patient was initially restarted on warfarin therapy with target inr 2.5-3.5. When this failed to resolve the thrombus, aspirin 325 mg daily, and clopidogrel 75 daily were added. Several months later, the patient developed acute lower gastrointestinal bleeding and warfarin, aspirin and clopidogrel were discontinued. The patient underwent surgical removal of the laa thrombus, the watchman device, and excision of the laa. Gross inspection of the watchman device revealed patchy and incomplete endothelization of the device. The patient recovered from the surgery without incident and is doing well.

Manufacturer narrative:
B3: the event date was estimated as (B)(6) 2019 as noted in citation is (B)(6) 2019. Literature citation: sharma sp, singh d, nakamura d, gopinathannair r, lakkireddy d. Incomplete endothelialization of watchmantm device: predictors and implications from two cases. J atr fibrillation. 2019 feb 28;11(5):2162. Doi: 10.4022/jafib.2162.